Event description:
It was reported that this pacemaker device exhibited oversensing and noisy signals. The health care professional (hcp) suspected that this could be due to electromagnetic interference (emi) but it was not confirmed. Upon review of the latitude, it was noted that the right ventricular (rv) lead was programmed on unipolar sensing and pacing. Also, it was observed in the past an out of range of rv pace impedance of greater than 3000 ohms and rv lead safety switch algorithm had switched rv lead configuration from bipolar to unipolar. The presenting electrogram (egm) showed noise on the rv channel. This noise was oversensed and considered as ventricular tachycardia, which was suggestive for rv lead integrity issue. Technical services (ts) recommended to perform x-ray imaging and have the patient seen for complete evaluation. This device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited oversensing and noisy signals. The health care professional (hcp) suspected that this could be due to electromagnetic interference (emi) but it was not confirmed. Upon review of the latitude, it was noted that the right ventricular (rv) lead was programmed on unipolar sensing and pacing. Also, it was observed in the past an out of range of rv pace impedance of greater than 3000 ohms and rv lead safety switch algorithm had switched rv lead configuration from bipolar to unipolar. The presenting electrogram (egm) showed noise on the rv channel. This noise was oversensed and considered as ventricular tachycardia, which was suggestive for rv lead integrity issue. Technical services (ts) recommended to perform x-ray imaging and have the patient seen for complete evaluation. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.